Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer thought that the cartridge bag may have been punctured because when the air removal step was performed, the customer was able to remove more air than expected from the cartridge. Reportedly, the customer had not been following the load process correctly as the customer was removing air form the cartridge without filling the syringe with insulin first. The customer's blood glucose level was 118 mg/dl.